Event description:
While cleaning the cadd ms3 pump sn (B)(4), the plastic part of the pump where their cartridge goes broken. No other info known. Dose or amount: forty five ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to ongoing. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device.